Event description:
Additional information was received from the patient. It was reported that the ins never worked was clarified to be symptom control. The patient still had leaking most of the day and at night. The cause of the ins never working was determined to be due to not a good anatomical candidate or possible lead placement. Attempted and failed botox as the treatment was too effective and needed to straight cath. The device will be replaced in a year per doctor. The cause of the lead placement in the wrong spot was undetermined. The most likely cause was stated to be due to the patient having 6 lumbar vertebrae.

Manufacturer narrative:
Continuation of d10: product ID 3889-28; lot# va0p9ly; implanted: (B)(6) 2015; explanted: (B)(6) 2017; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other medical products in use, during the event include: brand name: interstim, product ID: 3889-28, (lot: va0p9ly), product type: 0200-lead, implant date: (B)(6) 2015, explant date: (B)(6) 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. Patient mentioned, that since implant, the ins never worked at all. And it gave them a lot of labia pain and nerve pain. Patient said it hurt so bad on their skin, especially when they increased stimulation. Patient said, they had replacement surgery on (B)(6) 2017. Where they discovered, that the lead was not in the right spot. And so they had to replace both the ins and lead wire. Documented reported event, no further action taken.